Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely. The device is still in use. Further information indicted that the device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely. The device is still in use. Further information indicated that the device was removed and replaced. No patient complications have been reported as a result of this event. It was also noted that the patient alert had triggered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device was returned and analyzed. This device was returned after 33 months for premature battery depletion. Initial analysis by the submitter confirmed a current drain of 24?a at 3.2v, which is about 10?a above nominal. The device was forwarded to manufacturer's facility for further analysis, during which variable current drains were observed up to 100?a. This high current level was intermittent throughout the analysis and eventually cleared to a nominal level during the analysis while operating for an extended period at 38?c. After the abnormally high current drain cleared, it could not be re-established with temperature cycling or long term monitoring.